Event description:
The user facility reported that during preparation for a transurethral resection procedure when the camera head was connected ¿the image does not move¿ (image does not appear). Another camera head was used to complete the procedure. There was no report of patient or user harm due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The inspection and testing did not confirm the reported image issue. However, it was observed that the image was cloudy (subject can be recognized). Additionally, an air/water leak was observed, likely due to physical stress and cleaning, disinfecting, and sterilization processes. The camera cable demonstrated wear due to physical stress. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 15 years, since the subject device was manufactured. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproducible. Cable scratch allowed liquid invasion and the cable got worn. Resulted in temporary no image. The instruction manual identifies, the following related verbiage. Which, could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable. Which, could allow water to penetrate and damage electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.